Event description:
Baxter spain reports "broken clamp" with transfer set. No patient injury or medical intervention reported by baxter affiliate. Detailed information has been requested by u.s. Product surveillance, and will be forwarded when follow-up is submitted.